Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2020, product type: screening device. Product ID: 977d260, serial/lot #: (B)(4), ubd: 28-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider and manufacturing representative (rep) regarding the patient. It was reported that the nurse called, and the patient was in extreme pain at insertion site. It was noted that the insertion site was inflamed. The nurse tried adjusting stimulation. The rep spoke with the physician on (B)(6) 2020 and the patient was going to be admitted to the hospital to have the leads pulled. They added that the patient is going to be treated for infection, and to rule out sepsis. The patient was to have a CT scan. The issue was not resolved at the time of the report. Additional information received from the rep indicated that an infection was confirmed, but it was unknown if sepsis was confirmed. It was noted that the leads were pulled and discarded.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.